Event description:
During a lap cholecystectomy procedure, the clips fell off tissue. Device misfired. No pt consequence.

Manufacturer narrative:
Information is unavailable; device was not returned for evaluation.